Manufacturer narrative:
While prepping pedicle with a cannulated probe, a piece of the probe tip broke off. This was discovered after surgery so it is unclear if the broken piece was left in the patient's bone or if the probe broke outside of the body. X-ray images were taken before and after and nothing was reported to the manufacturer as out of the ordinary. Through investigation it was noted that the product was built to design specifications and the patient was reported to have unusually hard bone density. The device was not returned and therefore could not be evaluated. Similar products were pulled and in-house testing was run under normal clinical conditions to recreate the failure. Under normal clinical conditions, the failure was not replicated. Abnormal conditions, such as misuse, were then tested, which resulted in the failure being replicated. However since surgical technique, the physical part and x-rays were not provided, the conclusion is indeterminate.

Event description:
While prepping the pedicle for the insertion of a pedicle screw, a piece of the pedicle probe broke off.